Event description:
The facility reported a low battery. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. A corrective and preventative action has been initiated (mdq-CAPA-132).